Event description:
Sales rep reported a secondary infusion taking 60 minutes instead of the intended 30 minutes. No report of pt harm or medical intervention. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the infusions taking longer than intended because the set was not returned. The customer stated the set was discarded by the user.